Event description:
It was reported that the patient was undergoing surgery to prophylactically replace his generator. It was noted that the surgeon inadvertently pulled the lead out during surgery. Per reporter, the surgeon had a problem pulling the lead out of the generator due to a lot of fibrosis around the generator. The surgeon then used forceps and other surgical equipment to pull the generator out "really hard" and then noticed the lead was frayed and twisted. The lead wire was not broken. No diagnostics were performed prior to surgery, however, diagnostics were performed 2 months prior do not suggest an issue with the lead. It is unknown if the surgeon damaged the lead or if it existed prior to surgery. Explanted products were returned to the manufacturer and underwent analysis. No anomalies were found with either the lead or generator. However, the majority of the lead was not returned, so no analysis and resulting commentary can be made on that portion of the lead. The cause of the reported event is unknown.